Manufacturer narrative:
(B)(4). It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. The physician associated infection to the implant procedure, but not the device. The patient's pocket site was drained and cleaned. The patient was prescribed antibiotics intravenously. The patient was doing well.

Manufacturer narrative:
Additional information was received that there were no known cause that could have contributed to the infection.

Event description:
A report was received that the patient had an infection at the pocket site. The physician associated infection to the implant procedure, but not the device. The patient's pocket site was drained and cleaned. The patient was prescribed antibiotics intravenously. The patient was doing well.